Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with and unspecified mentor gel breast implant and experienced rupture on the right side postoperatively. Rupture was confirmed via CT scan. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 500cc, catalog number 3505004bc, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2020.

Manufacturer narrative:
On jun 15 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during a visual evaluation, the device was observed to be ruptured. Siltex cracking was found on the edges of the tear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).